Event description:
The customer reported that on an unspecified date, he was fine and then all of a sudden he was talking nonsense and acting paranoid, so his friend called 911. The paramedics came to the customer's home and tested his blood with a lifescan meter and got a result of 464 mg/dl. They gave him nph and regular insulin-he doesn't know how much. He was then taken to the hospital and stayed 12 days, was treated with insulin through IV. The lifescan meter mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).